Event description:
The 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The co customer support engineer (cse) verified the malfunction, although was not authorized to repair the device. The hospital's biomed replaced the bdu pcb. The unit passed extended self testing.